Manufacturer narrative:
The log file was analyzed whereby it was determined that the device passed the automatic power-on self-test (post) in the morning of the date of event without deviations. Approx. 25 minutes after the concerned surgical procedure started the self-monitoring function detected a communication problem between the cpu board that controls the gas dosage, user interface and ventilator. In a situation where ventilator and gas mixer enter a fail state simultaneously the supervisor software routine is designed to switch-off both subsystems. The device went into the so-called "safety mode" and alerted the user to this condition by means of a corresponding alarm. In the particular case the device was further used in monitoring mode for 10 more minutes after the event before it was put into standby. A reasonable explanation for the phenomenon would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2. Dräger knows a certain number of similar events - none of these events could be traced back to a clear root cause. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.